Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, yellow particles in the shell, cloudy in the gel, deformation and crease fold. Voids in the gel observed after autoclave cycle. Wrinkles (creases) are observed but have no relationship with manufacturing. Based on the device analysis the final assessment is: no issues found related with the manufacturing

Event description:
Patient reported right side "moderate" breast pain, "excess pain" when breastfeeding, raynaud's phenomenon, and "exchange due to concern with the device." Device remains explanted and replaced. Healthcare professional reported right side "rippling."

Event description:
Patient reported right side "moderate" breast pain, "excess pain" when breastfeeding, raynaud's phenomenon, and "exchange due to concern with the device." Device remains explanted and replaced. Healthcare professional reported right side "rippling."

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2012. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "raynaud's syndrome" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon, breast pain, "excess pain" when breastfeeding, anxiety, and wrinkling.